Manufacturer narrative:
Related patient identifiers: (B)(6) (addresses cv-190 that was involved in the event that occurred on (B)(6) 2022), (B)(6) (addresses the scope that was involved in the event that occurred on (B)(6) 2022) and (B)(6) (addresses the scope that was found during the testing/troubleshooting of the other devices). In speaking with olympus technical assistance center (tac) via the phone, the olympus representative reported that when the customer had connected the cv-190 with an endoscope observed scope error 315. The customer connected another endoscope and the unit worked fine. At the time of the call, troubleshooting was unable to be performed as the olympus representative was not with the unit and the user was in the middle of the procedure. Tac provided the olympus representative with troubleshooting steps to perform with the user at a later date: reset the error code to remove it from the monitor. Ensure that the contact pins on the endoscope are clean and dry. Blow air inside the clv-190 connector. Reseat the light source cable between the cv-190 and clv-190. Upon follow up with the customer, it was reported that the issue had been finally isolated to a scope. Initially, the customer was not sure what had caused the issue and switched out both the scope and the tower to complete the procedure. On a different day, the customer attempted troubleshooting and found another scope that had also displayed the same error. During this troubleshooting, the customer had tested all the scopes and towers and it was determined that there had been no issue with the towers. No devices will be returned to olympus as the customer uses a third party repair company and the two affected scopes were sent in for repair. Additional information has been requested regarding this event. This investigation is ongoing. Once the investigation has been completed or if additional information becomes available, this report will be supplemented.

Event description:
The customer¿s olympus representative reported to olympus technical assistance center (tac), the evis exera iii video system center received scope error e315 (no image) when connected to a scope. The customer was able to complete the procedure using a second endoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As the device was not returned to olympus for evaluation and the lot number was not provided, the device evaluation and a device history review (DHR) was unable to performed. There, a root cause could not be identified. Additional information was requested from the customer but was unable to be obtained. Olympus will continue to monitor the field performance of this device.